Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (failed incoming functional testing) has been confirmed. As received, the monitor was unable to power on. Multiple components on the computer/analog pca were damaged. The cause for the damage was isolated to a shorted +1.8v power supply on the computer/analog pca, resulting in high-voltage damaging low-voltage circuitry. The root cause for the shorted power supply could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functional testing.